Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the blade broke into 2 pieces during a septoplasty surgery. The hcp was able to retrieve the broken piece. The hcp noted that this was the initial use of the device. There was no major delay in the procedure and the case was completed using a new blade. There were no non-routine actions taken to prevent impact or injury in association with this device. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. Note ¿ the distal tip outside diameter of the inner cutter (expanded area) showed a turned / machined finish when compared the remainder of the tube. The portion that became detached was not returned however it would have measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 3rd proximal tooth while moving in a ccw direction which resulted in the observed break. There was no evidence of concentricity issues or bends in the returned tube / shaft assemblies. There was no evidence of misuse or mishandling. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the procedure was functional endoscopic sinus surgery (fess) with septoplasty and somno.